Manufacturer narrative:
Sample has not been returned to the MFR at this time. The results of the investigation are not available at the time of this report. A f/u report will be sent when investigation is completed.

Event description:
The event is reported as: the stapler could not staple the skin. No pt injury reported.